Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported transducer (xdcr) calibration, flow control valve and exhalation valve characterization problem. The customer reported the pressures were overshooting. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.